Event description:
The customer contacted siemens and reported that four erroneous, falsely elevated albumin results were obtained on a patient cerebrospinal fluid (csf) sample run in four different sample dilutions on a bn prospec system using n antiserum to human albumin reagent. The elevated results were questioned and not reported since the results did not fit the patient's other results. The sample was then reloaded and repeated for albumin, recovering lower. The lower result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated albumin csf results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. A basic hardware check and routine maintenance were performed and no issues were observed. No error messages indicating an issue with the bn prospec system were identified at the time of the event. No issue was identified with lot 153970a of the n antiserum to human albumin reagent. Based on the provided data and information, the probable cause of the falsely high albumin csf results could not be identified. No general performance issue for the method was identified. The reagent is performing according to specifications. No further evaluation of this device is required. The n antiserum to human albumin reagent is marketed in the united states under material number 10714508. The 510(k) number documented in section g4 is for this product.